Event description:
The customer reported that she was hospitalized due to low blood glucose levels. No blood glucose reading was reported for the event. The customer stated that the insulin pump was working fine. She just forgot to set her temporary basal rate prior to going to bed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.